Event description:
Patient returned to nursing unit from catheterization lab after procedure. Patient had a sheath in the right groin post-cath. Upon arrival to room, patient was transferred from cart to bed. Rn noted some blood going down the patient's leg. The arterial line appeared to have become disconnected or come apart with the clear pigtail coming off from the white plastic sheath hub. It did not appear that the line had gotten caught on anything. The line had a lot of slack when the patient was slid from cart to bed. Staff are unsure if the arterial line got caught on the edge of the cart. Patient was bleeding from the site. Hand pressure was held immediately. The sheath was removed. Staff attempted to clamp the right groin site but this was not effective. A different brand device was applied successfully and hemostasis was obtained. The device was removed 1 hour after occurrence and sand bags applied. IV medication post-cath was discontinued the next day, when patient was stable and was discharged to home.